Event description:
Provider alleges that the adductors are really stiff when trying to press the button. Provider alleges that one side trying to press the button. Provider alleges that one side cannot be pressed at all while the other side is very stiff on a (B)(4) power chair.